Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc). The home patient (hp) woke to the alarm last night and a bag had leaked. They were not sure which bag had. The hp followed instructions in the manual and cleared the alarm. They reviewed the alarm with the hp. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. There was something unusual noted about the supplies. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or overpouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the home patient (hp) on (B)(4) 2012, regarding a system error 2240. Per the hp, she could not tell where the leak was coming from but the solution was "all over the place." The writer asked if she could be certain it was the bag that had leaked not the cassette and if so what bag and where the leak occurred? The hp was unsure what bag but she didn't think it leaked from the cassette because there was no solution in it. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the reported problem was confirmed based on the customer's report. However, the root cause could not determined. This issue is being investigated through CAPA.